Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2015-10033.follow up information identified during the surgical procedure on (B)(6) 2015, (reference MFR report 1627487-2015-10078) the physician was unable to place the new lead due to significant scar tissue. The procedure was abandoned due to elevated blood pressure and the patient was referred to a cardiologist to address the unrelated issue.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2015-10033. It was reported the patient experienced a change in his stimulation after suffering a fall. Lead diagnostics and x-rays showed normal results and no lead migration. Reprogramming was unable to resolve the issue. Surgical intervention may be pending to address the issue.